Event description:
The user experienced issues with quality control for alanine aminotransferase acc. To (B)(6) with/without pyridoxal phosphate activation (alt) and aspartate aminotransferase acc. To (B)(6) with/without pyridoxal phosphate activation (ast). The user also received questionable results for 11 patient samples. Of the data provided, the results for four of the samples were discrepant. All results are in u/l. Patient sample 1 initial ast result was 13 and the repeat result was 26. The initial alt result was 12 and the repeat result was 27. Patient sample 2 was from a (B)(6) female. The initial ast result was 11 and the repeat result was 25. The initial alt result was 4 and the repeat result was 22. Patient sample 3 initial ast result was 20 and the repeat result was 32. Patient sample 4 was from a (B)(6) male. The initial ast result was 7 and the repeat result was 21. The user stated no results were reported outside the laboratory. No patients were treated or adversely affected. The alt and ast reagent lot numbers were not provided. The field service representative determined monthly maintenance had not been performed causing a poor optical path in the system. He also determined the reagent dispenser was out of alignment. He cleaned the bath, performed line maintenance, replaced the optics in the outer and inner photometer, checked the drain filters, cleaned the air intake filters, cleaned the multiswitch valve plates and replaced the reagents. He also aligned the reagent dispenser. To verify the analyzer operation, he ran calibration and quality control which passed successfully.